Event description:
Report received of an overdelivery at an unspecified time, the device was programmed in the pca only mode to deliver morphine 1 mg/ml with a 2 mg pca dose, a 60 minute pt lockout, and no 4 hour limit was selected. The customer reported that a 1530 and at approx 1830, a new syringe was placed in the device. After an unspecified length of time, the nurse noted that the "morphine syringe was emptied after only 5 hours of being on the pt, "instead of the expected 2 days. The device remained in clinical use for another day when it was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported that they "do not think the problem is with the device." There was no reported adverse pt effects. No medical interventions were required.